Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch # 2032227-2015-29615 regarding this event.

Event description:
The customer called and reported that one of the sensor needles fell out of the package. Customer had experienced low blood glucose levels of 31, 46 and 54 mg/dl during the previous week and treated with glucose tablets. The customer was advised the sensor would be replaced but declined to return the sensor for analysis.